Manufacturer narrative:
Unclear whether or not the consumer will be returning product for evaluation. Will continue to monitor.

Event description:
Consumer called to report receiving a burn from the heat patch and had sought medical intervention. Md instructed him to stay out of the sun and use ointment on the burn.